Manufacturer narrative:
(B)(4). Batch # n90z5c. The device was returned with the tissue pad damaged, melted, not all present and a small portion was not returned. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what is the ¿isolation¿? Is the ¿isolation¿ the white tissue pad? Did the tissue pad melt? (See pictures attached which show the pad being loose, but not fallen off the clamp arm; and another photo of the ¿groove¿) or did any part of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) Does the surgeon activate the device with the jaws closed, with no tissue between the jaws?

Event description:
It was reported that during an unknown procedure, "isolation broke off, the device during operation." It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4) date sent: 12-12-2016. Additional information received: what is the isolation? The isolation is the white tissue pad on the surface of the lower part of jaw. Is the isolation the white tissue pad? Yes. Did any part of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) A part of the tissue pad did fall off, but not until the surgeon was examining it afterwards. Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? No he did not.